Event description:
A malfunction designated as malf 9 was reported, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting pump to resolve the issue. The customer was instructed to monitor the pump and report any future malfunctions.